Manufacturer narrative:
One set was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and pressurized at the needless connector. No leakage was observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a model and lot number was not provided by the customer. This incident has been added to our database of reported incidents.

Event description:
It was reported that unspecified bd infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that the patient situation with the port needle and attached tubing that comes with it that I wanted to let you know about. I accessed her port and flushed per protocol with ns. I noticed it was leaking a bit, so I checked the connection between the blue cap and ns flush double checked it was tight. Still had some leaking, so replaced cap and flush and it was fine.